Manufacturer narrative:
The embolic material was returned for analysis as it was consumed in the procedure. Attempts have been made to obtain additional information, however, our attempts have been unsuccessful. Based on the reported information, there is no evidence of a device malfunction or deficiency. Therefore, a definitive cause cannot be concluded, however, these event may have been related to the patients' underlying baseline status.

Event description:
Citation: embolization of intracranial dural arteriovenous fistulas using phil liquid embolic agent in 26 patients: a multicenter study. S. Lamin. American journal of neuroradiology. On jan 2017. 38:127-31 medtronic received information of 8 patients that had re-occurrence of dural arteriovenous fistulas (davf) intracranial vascular malformation after being treated with the liquid embolic material. These patient were re-treated with the competitor liquid embolic agent. The mean age of these patients was 60 ¿ 13 years (median, 57 years; range, 43¿90 years).